Event description:
A home patient's son contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1 of her automated peritoneal dialysis therapy. The home patient disconnected her transfer set from the patient line of the homechoice set without pausing therapy. The home patient then reconnected to the setup and received the alarm. Baxter's technical service center assisted the home patient's son in ending therapy early. Therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident per the home patient's daughter.

Manufacturer narrative:
Baxter's quality assurance department has reviewed proper procedures with home patient's daughter, in addition to referring them to their patient at-home guide for further details.